Event description:
Revision surgery - the first revision surgery is referenced in (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.6 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 53rd complaint for this part number: 25 due to dislocation, seven due to trauma, five due to infection, four for dissociation, four for instability, three due to pain, two for non-assembly, one broken screw, and one for stability/poor joint. This is the second complaint for this lot number due to dislocation. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- the patient is being revised due to dislocating. The surgeon removed the 36 head liner and shell and replaced with +8 shell, 40 neutral standard liner and 40 neutral ball, as well as reconstructing the tuberosity.